Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-00532. All information can be found under manufacturer report number 1416980-2026-00532. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked at the top where the air vent was located. The issue occurred during spiking of normal saline to prime bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.